Event description:
New information noted that the device was explanted and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received from the field with battery voltage at end of life (eol). Analysis of the device image found that the total projected longevity was 4.39 years based on field settings and the implant duration was 5.13 years. Assessment of the elective replacement indication (eri) to eol found the projected length to be at 3.4 months. The battery voltage remained at eri for 8.0 months. The device exceeded the projected longevity and is considered normal battery depletion. The results of all electrical test performed did not find any anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. No further intervention was reported. The patient's condition was stable throughout the event.